Manufacturer narrative:
Analysis of the pump found a motor feedthru anomaly, shorting across the insulator. Corrosion was found to be present after the inner cover was removed. Corrosion and bridging was present across the ceramic insulation of m2¿s feedthru. Slight residue was noted in the pinion of gear one and two as well as the teeth of gear three. Gear three¿s o-ring was also found to damaged. Analysis of the 8598a catheter found no significant anomaly; the catheter was incomplete, returned in segments. Analysis of the unknown catheter that was not attached to the pump found coring/tears/cuts in the seal of the sc connector that met the leak criteria. The bottom seal of the sc separated from the cup. Leaking was seen coming from the connector during pressure testing. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: n EU_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported that patient began having symptoms of withdrawal including, hallucinations, agitation, return of spasticity, pruritus/itching and shaking. Other symptoms included altered mental status, increased spasticity, sweating/diaphoresis, ¿under-dose symptoms.¿ the care taker had heard the critical alarm. Upon interrogation of the pump the logs showed the pump was ¿reset due to a low battery and put in safe state mode.¿ location of issue was the device pocket. It was noted that patient was undergoing active baclofen withdrawal and was admitted to the neuro intensive care unit (ICU). It was noted that patient¿s elective replacement indicator (eri) as not for 10 months. It was noted that pump replacement had been planned. Patient outcome on day of report was ¿¿alive-no injury.¿ the pump system was delivering baclofen. Additional information received reported the pump logs showed the reset occurred-low battery on (B)(6) 2014 at 5:43am. It was noted that safe state had occurred. Patient had been brought into the emergency room after becoming symptomatic. Pump was put in minimum rate mode when reset/safe state occurred. Additional information received reported that patients pump was replaced on (B)(6) 201416. It was noted that patient was set to original parameters. Patient was readmitted into the neuro ICU for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.